Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous transluminal angioplasty interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. An additional proglide was used; however, a cuff miss also occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device with a reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported link separation could not be confirmed due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: medical device problem code 1142 was removed.

Event description:
Subsequent to the initially filed report, the following information was received:the returned device analysis of both devices noted the needles were successfully engaged with the cuffs. Follow-up with the account confirmed that the first proglide device had a suture break during step 3. The suture knot of the second proglide device was successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved so manual compression was applied. No additional information was provided.